Event description:
It was reported that this right atrial (ra) lead exhibited noise that was oversensed. Technical services (ts) reviewed the data and noted the noise was related to the minute ventilation (mv) feature, and that the signal artifact monitor (sam) feature appropriately switched the mv sensing to the right ventricular (rv) channel. It was further noted that the ra lead exhibited variable in-range impedance values. As the mv remained functional on the rv channel, further monitoring was recommended. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).